Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up the ventricular lead exhibited loss of capture due to dislodgement. A fluoroscopy images revealed the dislodgment. The lead was explanted and replaced. The patient's condition before, during and after the procedure was good.